Manufacturer narrative:
Eval summary: the analysis results showed that one ems device was received with the rotating head broken and with the tube extended; however, the weld was noted to be sufficient. In addition, the nose weld was noted to be open and the staple stack misaligned. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the reported damage occurred, this damaged is consistent with excessive pressure applied to the tube, damaging the rotating head. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a hernia repair procedure that the staples will not release. Staples were not released anymore after the 4th staple. Another like device was used. There was no adverse patient consequence.